Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02440.

Event description:
The licenced practical nurse from care centrix reported insulin leaking from the customer's reservoir. The caller was unable to provide the customer's most recent blood glucose reading and verify reservoir's batch number. Nothing further reported.